Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy electrode pads. The irritation was described as raw and irritated, with some pus discharge. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.